Manufacturer narrative:
Clinical evaluation performed on 23 february 2018 by medical affairs: debonding of tibial baseplate from cement mantle in cemented tka. The reasons for this kind of event can be diverse, but in general they are more likely to be related with an incident during cement preparation or deployment or with cement storage (e.g. Temperature problems), as well as other temperature-related problems, but these are only hypotheses, because the cause cannot be determined with the information at hand. Batch review performed on 09 march 2018: lot 166826: (B)(4) items manufactured and released on 30 january 2017; expiration date: 2022-01-18. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Five months after primary the surgeon revised the patient for a tibia loosening. The surgeon removed all medacta hardware and implanted another company's product. The surgery was compered successfully.